Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to above 450 mg/dl (25 mmol/l) between 5 and 24 hours of wearing the pod. The patient reported their pump stopped delivering insulin and stated it had moved a little on their body; they noticed the blue cannula was sticking out. The patient administered a bolus dose, but it was not decreasing their bg level. The patient reported trying several times and waited for 2-3 hours for insulin to take effect, but their bg levels did not decrease. The pod was removed and a new pod was applied. There was no medical assistance required.